Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, nonconforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "whte rubber seal dislodged from the flapper valve." The sleeve was received with the inner gasket dislodged from its original position. The inner gasket was received in a separate sealed pouch, complete. The outer gasket was observed to be torn approximately 1/4", but also complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original postion.

Event description:
It was reported during a laparoscopic nissen fundoplication upon insertion of an instrument into the 511s trocar, the white rubber seal dislodged from the flapper valve and fell into the abdominal cavity. The surgeon immediately noticed the seal and was able to retrieve it laparoscopically. There was no consequence to the pt.